Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to infection. (B)(4), side: l, frasa: p2-mild disease not incapacitating.